Event description:
It was observed during the device evaluation, the connecting tube of the duodenovideoscope had foreign materials, the adhesive around the objective lens was peeled and the adhesive around the light guide lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the connecting tube of the duodenovideoscope had foreign materials, the adhesive around the objective lens was peeled and the adhesive around the light guide lens was peeled. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the peeling adhesive around the objective lens and light guide lens was caused by stress of repeated use, external factors, or handling. The foreign material is detectable/preventable by handling the device in accordance with the following IFU: the instructions for use (IFU) states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.